Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report the patient's pulse had dropped like the implantable pulse generator (ipg) was not working. The spouse also reported the patient was feeling very weak and mental capacity had decreased. The caller was advised to contact the patient¿s physician. A follow up call to the clinic. The clinician indicated that the patient had not been seen but they would contact the patient to have a device check done. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.